Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and device difficult to use "complications or problems that occurred at the time of essure placement procedure:it took longer than normal to place them and it was very painful.". The patient's medical history included vaginal lesion, vulvovaginal pain and bartholinitis. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2017 to (B)(6) 2017, levothyroxine from 2012 to 2016 and oral contraceptive nos from 2007 to 2010. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pain in extremity ("leg pain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced libido decreased ("low sex drive"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), procedural pain ("complications or problems that occurred at the time of essure placement procedure:it took longer than normal to place them and it was very painful."), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and psychological trauma ("psychological injuries") and was found to have hormone level abnormal ("hormonal changes "). The patient was treated with surgery (laproscopic-assisted vaginal hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dysmenorrhoea, arthralgia, abdominal distension, abdominal pain, pelvic pain, dyspareunia and female sexual dysfunction had resolved and the libido decreased, vaginal haemorrhage, menorrhagia, fatigue, weight increased, pain in extremity, procedural pain, hormone level abnormal and psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, libido decreased, menorrhagia, pain in extremity, pelvic pain, procedural pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: preoperative & postoperative diagnosis: pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88.435 kgs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, weight gain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: new pfs received- new events added: pelvic pain, dyspareunia, apareunia, hormonal changes, psych injury were added.outcome of events pain from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and device difficult to use "complications or problems that occurred at the time of essure placement procedure:it took longer than normal to place them and it was very painful.". The patient's medical history included vaginal lesion, vulvovaginal pain and bartholinitis. Concomitant products included ethinylestradiol;levonorgestrel (nuvaring) from (B)(6) 2017 to (B)(6) 2017, levothyroxine from 2012 to 2016 and oral contraceptive nos from 2007 to 2010. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pain in extremity ("leg pain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced libido decreased ("low sex drive"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), abdominal distension ("bloating"), abdominal pain ("abdominal pain") and procedural pain ("complications or problems that occurred at the time of essure placement procedure:it took longer than normal to place them and it was very painful."). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dysmenorrhoea, arthralgia and abdominal distension had resolved and the libido decreased, vaginal haemorrhage, menorrhagia, fatigue, weight increased, pain in extremity, abdominal pain and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, fatigue, libido decreased, menorrhagia, pain in extremity, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: preoperative & postoperative diagnosis: pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88.435 kgs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, weight gain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2019: pfs and mr received- event injury to herself removed and new events low sex drive, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, weight gain, leg pain, lower abdominal pain, joint pain, bloating and she did not undergo confirmation test were added. Reporter and patient demography added. Medical history and concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.